Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (10 mg/ml at 3.738 mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump alarm had been going off since (B)(6) 2018 and the critical alarm started on (B)(6) 2018. She needed a refill on (B)(6) 2018, but the healthcare provider (hcp) could not refill the pump until (B)(6) 2018, because that was the soonest they could get the medication. She had tried to turn the alarm off using the personal therapy manager (ptm) but could not. She heard 4 (later reported as "like 5") different ring tones from the pump on (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.